Manufacturer narrative:
(B)(4). No iabp part or recorder strip was returned to teleflex chelmsford for investigation. The reported complaint of pump shut off in use is not able to be confirmed. The product was not returned for investigation. If the product is returned at a later date, a full investigation of the sample will be completed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. A non-conformance has been initiated to further investigate the issue.

Event description:
It was reported by the clinical support specialist (css) that the sicu nurse stated that they "may have bumped the power button off". As a result, the intra-aortic balloon pump (iabp) was turned back on. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported by the clinical support specialist (css) that the sicu nurse stated that they "may have bumped the power button off". As a result, the intra-aortic balloon pump (iabp) was turned back on. There was no report of patient complications, serious injury or death.